Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a swollen device pocket and an exposed suture. This product was explanted due to concern for infection. There were no additional adverse patient effects.